Event description:
It was reported that the catheter was being placed in a pediatric male pt. The needle detached from the adapter. As a result, a new procedure was performed. There was a delay in treatment and no pt death. Additional info received on (B)(6) 2011 from the office manager, (B)(6) stated the cannula detached from the hub inside the pt. The physician had to perform a cut down and was able to remove it with a "pincher." Further info received from the office manager on (B)(6) 2011 reported the pt remained in the hospital with pneumonia. The issue with the needle increased the time of the procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.